Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. "Sample 1" initial result was 1.22 mmol/l. The repeat result was 1.81 mmol/l. "Sample 3" initial result was 1.65 mmol/l. The repeat result was 2.12 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The ca2 reagent lot number was 756334 with an expiration date of 28-feb-2025. Calibration and qc were acceptable. The field service engineer (fse) adjusted the water levels and found the rinse station was unstable and shaking. The rinse station was stabilized and the waste valve was cleaned. Precision results were acceptable. A general reagent issue was excluded as calibration and qc were acceptable. The service actions resolved the issue.